Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to replace the computer and test the equipment. After computer replacement, the system was found to be fully functional. The computer was returned to the manufacturer for analysis. The computer was found to be fully functional with no hardware problem found. The reported event was confirmed to be unrelated to a computer hardware issue.

Event description:
A site representative reported that the navigation system software unexpectedly exited to the logo screen, then to the application launch screen. This issue occurred the second time the site representative attempted to re-launch the ear, nose & throat (ent) software. The third attempt to launch the software was successful, and normal function was restored. There was no patient present when this issue was identified.